Manufacturer narrative:
The customer¿s report that the filter leaked was confirmed. Visual inspection of the set noted no damage or any anomalies. Functional testing confirmed leaking from the vent of the 0.2 micron ped filter. The root cause of the leak was determined to be oversaturation of the filter which causes the infusate leak/weep out through the path of least resistance (filter air vent).

Event description:
It was reported that the filter leaked. Although requested, the was no further information or details of the event reported by the customer. There was no report of patient harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a filter leaked. There was no report of patient harm.